Event description:
It was reported that this right ventricular (rv) lead was an attempted implant that due to lead was damaged during implantation. It was during an lbb rv implant procedure while the lead was being repositioned to obtain a better signal. This lead was replaced with the same model. No adverse patient effects were reported.